Event description:
Following the first event of 'untied knots', the surgeon elected to use the same type of suture material to prevent suture hole bleeding. Following the second episode of 'untied knots', a decision was made to use a different suture material.